Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to the patient's cervical lead. It was reported that the patient was experiencing inadequate therapy due to high impedance. As a result, the patient underwent lead revision surgery; at which time it was discovered the lead had been damaged at the base of the paddle. The lead was explanted and replaced, and therapy was restored post-op.